Event description:
It was reported that the trained physician attempted an arteriotomy closure using a starclose device, after a diagnostic procedure. The physician reported that the device was difficult to remove. The physician pulled the device free. The device had achieved hemostasis, and there were no adverse pt effects reported. No additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.